Manufacturer narrative:
Contacted rptr by phone 10/24/08 to discuss procedure, outcome and any add'l surgery or complications. Crna unavailable. Message left. No response to date. Contacted rptr by letter on 11/06/08. No add'l info available.